Event description:
Patient reported that, while driving, they began feeling weak and disoriented. Patient phoned their roommate, who advised them to pull over, and wait while emergency medical services are contacted, on their behalf. Patient indicated that, upon emergency medical system arrival, they were nearly unconscious, and their blood glucose meausured 20 mg/dl. Patient was treated with an injection of glucogon. Patient remained with the emergency medical system team, for observation, for 2 hours.